Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep put the key switch in the proper position. The system operates as intended.

Event description:
It was reported that the 9900 system's lift column would not go up or down. The key switch was not in the proper position. No pt injury was reported.